Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4: PMA/510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, when the safety shield was engaged, it broke off with the needle still inside. This resulted in a needlestick injury. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 23-mar-2026. E.1: initial reporter phone #: (B)(6). Investigation summary: bd received 22 samples for investigation. These returned samples were visually inspected for damaged safety shields, and all samples passed as the safety shields were present with no evidence of damage. Furthermore, the samples were subjected to functional tests for defective locking mechanisms and hub/collar separation, and all samples passed as there were no signs of damage to the device or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, when the safety shield was engaged, it broke off with the needle still inside. This resulted in a needlestick injury. No adverse impact was reported regarding the patient or user.